Manufacturer narrative:
A follow-up report ill be submitted upon completion of the investigation.

Event description:
The customer reported the device is not getting on. The fse (field service engineer) clarified the device does not power on or boot up. The customer reported there was no patient involvement.